Manufacturer narrative:
Preliminary analysis is suspicious of an abnormal battery depletion. The subject device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject ICD was found at rrt where as the device was implanted since (B)(6) 2012 (4 years and 9 months ago). A longevity analysis is required.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject ICD was found at rrt where as the device was implanted since (B)(6) 2012 (4 years and 9 months ago). A longevity analysis is required. Preliminary analysis is suspicious of an abnormal battery depletion.

Manufacturer narrative:
The subject device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject ICD was found at rrt where as the device was implanted since (B)(6) 2012 (4 years and 9 months ago). A longevity analysis is required.

Manufacturer narrative:
Preliminary analysis results showed that based on available data, normal battery depletion occurred (based on hrs guidelines).

Event description:
Reportedly, the subject ICD was found at rrt where as the device was implanted since (B)(6) 2012 (4 years and 9 months ago). A longevity analysis is required. Preliminary analysis is suspicious of an abnormal battery depletion.